Manufacturer narrative:
The vrd separated from the delivery system and should be in the proximal section of the microcatheter. The product was returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt 1058196-2011-00570 and 1058196-2011-00571.

Event description:
The procedure was coil embolization of (ba) basilar trunk artery that was not calcified and mildly tortuous, and during the case there was severe resistance when inserting the enterprise vrd (enc452212/10043230) into a select plus (mc) microcatheter (606-s255x/15478748). Although, the enterprise delivery system was inserted into the microcatheter, and was able to advance in the microcatheter, the decision was made to remove both devices due to the severe resistance, and the target site was lost. The enterprise distal end did not exit the microcatheter distal tip, but it is unknown how far the vrd was advanced. The complaint products were replaced with a new ones and the procedure was completed with no other issues. There was no patient injury reported. It is unknown where exactly the coil met resistance. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. A heparinized saline source was used to constantly flush the microcatheter, and prior to inserting the enterprise, a constant heparinized solution was maintained. Other than the reported events, no other damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc) or microcatheter (kink, bend, fracture, separated, etc), and the stent remained attached to the delivery system. The complaint products are going to be returned for evaluation.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt 1058196-2011-00570 and 1058196-2011-00571.

Manufacturer narrative:
A non sterile microcatheter select plus and an enterprise vrd ((B)(4)) were received inside of a plastic bag. The enterprise stent was received deployed into the microcatheter (mc) hub. The mc presented no visual damages. The delivery wire and the introducer tube were not returned for analysis. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. After removed the enterprise stent from the hub, a cordis lab sample guidewire 0.018" was introduced from the proximal end and the guidewire was able to go through the mc with some resistance/friction, some dry blood residuals were noted on the distal end of the mc after the guidewire cross through the mc. The ID from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- resistance/friction-inner lumen" was confirmed, however it appear to be cause for the dry blood residuals. However during the dimensional analysis the device meets with ID specifications. Procedural/handling factors appear to have impacted on the failure experienced by the customer. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. Additionally inspections are that prevents these kinds of failures leaving from the facility. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00570 and 1058196-2011-00571. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Severe resistance was experienced when inserting the enterprise vrd ((B)(4)) into a prowler select plus ((B)(4)) microcatheter (mc). Although the entire vrd (stent) was managed to be inserted into the mc, the decision was made to remove both the mc and enterprise system due to the severe resistance. The enterprise distal end did not exit the distal tip of the mc. It was reported the vrd separated from the delivery wire and should be in the proximal section of the mc. The devices were replaced with new ones and the procedure was completed with no other issues. It wasn't verified, but the physician reported that the possible cause of the event was that thrombus may have entered the mc causing thrombus adherence to the vrd. There was no patient injury reported. The procedure was coil embolization of a mildly tortuous non-calcified basilar artery trunk in a child of unknown age. It is unknown exactly where in the mc the vrd met resistance. Prior to use, no defect (kink, bends etc) was noted in either the mc and or the enterprise system by visual inspection. The procedure was conducted in accordance with the IFU and a heparinized saline source was used to constantly flush the mc; and prior to inserting the enterprise, a constant heparinized solution was maintained. Other than the reported events, no other damages were noticed on any other sections of the devices. A non sterile prowler select plus microcatheter (mc) and an enterprise vrd were received inside of a plastic bag. The enterprise stent was received deployed into the microcatheter (mc) hub. The delivery wire and the introducer tube were not returned for analysis. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The mc presented no visual damages. The enterprise vrd (stent) was observed under a microscope and presented no damage. The functional analysis for the enterprise could not be performed since the stent was received deployed without return o f the introducer or delivery wire. After removal of the enterprise stent from the hub, a cordis lab sample guidewire 0.018" was introduced from the proximal end and the guidewire was able to go through the mc with some resistance/friction, some dry blood residuals were noted on the distal end of the mc after the guidewire crossed through the mc. The ID from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this prowler select plus lot 15478748 presented no issues during the manufacturing process that can be related to the reported complaint. Functional testing of the enterprise vrd system was not possible since only the stent was returned and was deployed. The reported resistance friction with advancement through the returned prowler select plus mc was confirmed and appears to be related to dried blood residuals within the mc lumen. Although it was reported that a continuous flush was maintained through the mc, based on the reported possibility of thrombus within the mc and the analysis findings of blood within the lumen, it appears that an adequate as outlined as a requirement in the mc and enterprise vrd IFU was not sufficient enough to prevent blood from entering the mc. Based on the finding that the stent was protruding from the mc hub, it is likely that delivery wire was pulled out of the mc without the introducer being seated in the hub for recapture of the stent. Proper placement and securing of the introducer in the mc hub as outlined in the IFU provides an uninterrupted passage for the stent to move from the introducer into the mc and out of the mc into the introducer. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. With review of the available information and analysis of the returned devices, there is no indication of any manufacturing issues related to the events with procedural factors appearing to have contributed. Therefore, no corrective actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00570 and 1058196-2011-00571.